Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: o2 mixer assembly defective. Correction: replaced o2 mixer assembly. .

Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak. Selftest at start up not successful.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: o2 mixer assembly defective. Correction: replaced o2 mixer assembly. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only.

Event description:
The following was reported to hamilton medical ag: summary: tf 231008 o2 valve leak. Selftest at start up not successful.